Event description:
The user reported that during a coronary angiogram procedure part of the guide wire incided in the kit frayed off and remained in the subcutaneous tissue. The physician felt resistance when advancing the wire. Fluoroscopy was used to confirm that the wire was not curled in the vessel. No further action was taken to remove the fragment from the pt. The wire was exchanged for a new one and the procedure was completed without further incided. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device and 7 unused devices were returned for eval. However, the eval has not been completed. A follow-up report will be submitted when the eval has been completed.